Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the cmos-m with drive pcb out of focus. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the bending rubber cut; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.